Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Two photos were provided by the customer, one with the product label and the other shows evidence of a small black particle suspended in the vial contents. The complaint could not be confirmed. The root cause could not be determined. No anomaly was observed during manufacturing and qc inspection related to this failure. This complaint will be used to trend for similar complaints. If additional information should become available, a supplemental report will be filed.

Event description:
The customer reported that after preparing/loading the product there were foreign bodies in the bottle, possibly parts of the stopper from inserting the cannula. This was found during preparation, and the product was not used on the patient. The customer stated he has strictly followed the loading instructions.